Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a discrepancy between the sensor glucose and blood glucose values. The customer reported a blood glucose value was 409 mg/dl and it was unknown how the customer was treated for hyperglycemia. The event involved product(s) mmt-7020la. Troubleshooting was performed, the sensor glucose value was 321 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was within the acceptable range.insulin delivery was not suspended. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-7020la was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device.